Event description:
Information was reported by the healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 520 mcg/day) from an implanted pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. In (B)(6) 2016 the patient was admitted the hospital with a femur fracture from stretching and is now post an internal fixation. As of (B)(6) 2016 the patient is still impatient had complained of fatigue and weakness; no increase in spasticity or itching was noted. The hcp was to evaluate the patient on (B)(6) 2016 and check the pump settings as the patient thought that something is wrong with the pump. It was also noted that an x-ray was suggested to check the catheter. At the time of the report the patient was alive with no injury. Additional information was reported by the hcp on (B)(6) 2016. It was reported that diagnostics had been performed related to weakness and fatigue. The action/intervention taken to resolve the symptoms was to decrease the pump. The hcp noted that the cause of the weakness and fatigue was postop anesthesia and the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.